Manufacturer narrative:
This report is submitted on june 11, 2019.

Event description:
Per the clinic, the device was explanted (date not reported) due to long standing wound breakdown over past 5-9 months which has been treated with antibiotics (oral and IV). Skin breakdown was at the anterior part of the implant package area and not healing.